Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation, therefore, we are not able to determine the relationship between this device and the cause for this event.

Event description:
The complainant has reported that a female pt (age unknown) was admitted to the hosp for treatment of respiratory distress and hemoptysis. The pt underwent a therapeutic bronchoscopy to place an ultraflex tracheobronchial stent within the right main bronchus as a palliative measure with plan to perform laser fulguration the following day. Although the ultraflex tracheobronchial stent was fully deployed, it did not completely encompass the obstruction/lesion. A second ultraflex tracheobronchial stent was then deployed to complete scaffolding to the entire obstruction/lesion. Balloon post dilation of the bronchus was subsequently performed. According to the customer, withdrawal of the balloon dilation catheter resulted in dislodgement of both stents. Both stents were removed (removal technique is unknown). It was reported that later that day "within hours", the pt went into respiratory distress and expired. Please note associated medwatch report: 6000050-2006-00133.